Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power event while connected tot he mobile power unit (mpu) was confirmed via analysis of the submitted log file. The heartmate mpu (serial number (B)(6)) was not returned for analysis; however, a log file was submitted. The submitted controller event log file contained data spanning approximately 7 days (23may2023 - 30may2023 per the timestamp). The log file captured a loss of external power while connected to the mobile power unit on 29may2023 from 7:01:25 ¿ 7:01:39. During this time, the log file captured low voltage hazard, power cable disconnect, and no external power alarms due to the rsoc and bus voltage in both power cables measuring below the minimum voltage threshold. The alarms resolved when the rsoc and bus voltage was restored to its expected voltage threshold. This event is consistent with a loss of ac power. Pump speed was not affected by the alarms. Upon review of the device history records, it was observed that the mobile power unit did contain a v-lock connector on the ac power cord. Multiple attempts were made to obtain additional information about the reported event such as if it was confirmed that the low voltage hazard/no external power alarms were due to the patient untangling their power cords, if the mobile power unit (mpu) was exchanged /removed from service, and if the mpu will be returning to abbott; however, no response was given. The root cause of the reported event was determined to be due to a loss of ac power; however, the root cause of the loss of ac power could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power, power cable disconnect, and low voltage hazard alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 instructions for use (rev. C) section 6 "caring for the equipment" describes how to care for and clean all equipment, including the mpu patient cable. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a no external power alarm. The patient thought that they may have unplugged their mobile power unit (mpu) to untangle the cords. The log files noted a low voltage hazard and no external power alarm on (B)(6) 2023 at 07:01 while using the mpu.

Manufacturer narrative:
A4 - patient weight and patient weight units are unknown and will be updated if additional information is received. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.